Event description:
It was reported during a therapeutic endoscopic bronchial valve insertion the distal tip had a small plastic piece that was chipping and breaking into the patient. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00116. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed; the distal end was dented and the bending section cover glue was cracked on both sides. Additionally, the bending section was stretched and there was a bite or dent on both the insertion tube and bending section. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure due to fracture problem. Multiple attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.